Event description:
Pt reported the infusion device shut down without providing an alert or error message. The infusion device was functioning correctly during her evening meal. Two hours later before going to bed, she took a shower. She then noticed the infusion device was "dead." Pt inserted a new battery and e8 power interrupt error displayed on the infusion device. She was unable to confirm and clear the error message by pressing the buttons. She inserted 2 more new batteries and the same issue occurred. Blood glucose at the time of the report was 17 mmol/l (306 mg/dl). Pt was going to switch to injection therapy. Infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.